Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of occlusion as listed in the coronary stent graft system instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left anterior descending (lad) artery with the use of an unspecified device. The graftmaster was successfully implanted at 16 atmosphere (atm); however, it was noted that shortly after stent deployment the lad became occluded. A 3.0 mm unspecified balloon dilatation catheter (bdc) was used to re-establish vessel flow followed by intravascular ultrasound (ivus). It could not be determined if the graftmaster deployment was related to the occlusion. An additional unspecified stent was deployed distal to the graftmaster stent. A good patient outcome post-procedure was reported. No additional information was provided.